Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. A 3.00x28mm promus element ¿ drug eluting stent was advanced to treat the lesion but the stent was dislodged in the y-connector. The procedure was completed with another of the same device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent of the device was not received at the cis for analysis. There were no issues noted with the profile of the balloon. The balloon was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. The balloon wings were clearly visible and evenly folded indicating the balloon was not subjected to positive pressure. A visual and tactile examination found that the shaft polymer extrusion was kinked at various positions along its length. A visual and tactile examination found no kinks or damage along the length of the hypotube. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit. Do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. A 3.00x28mm promus element drug eluting stent was advanced to treat the lesion but the stent was dislodged in the y-connector. The procedure was completed with another of the same device.